Manufacturer narrative:
Continuation of d10: product ID {evfxplus-23}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve-in-valve into an indwelling non-medtronic surgical aortic valve (sav), it was noted that there was difficulty passing the delivery catheter system (dcs) through patient's anatomy and the horizontal orientation of the sav. Upon deployment of the valve, it was noted that the valve would not anchor on the non-coronary cusp (ncc) side of the valve. Hemodynamics began to deteriorate, and the valve was subsequently recaptured and withdrawn from the patient, and a non-medtronic valve was utilized. Per the physician, the patient's unusual anatomy and horizontal alignment of the indwelling sav contributed to the advancement difficulty, resulting in a 40 minute procedural delay. The physician also noted that the horizontal alignment of the indwelling sav contributed to the failure to anchor the valve.

Manufacturer narrative:
Corrected data: d10: section d information references the main component of the system. Other relevant device(s) are: product ID {evfxplus-23}; product lot/serial number (B)(6), use by date 2027-02-26, and UDI number (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.